Manufacturer narrative:
Corrections: h6 clinical code added e2343 h6 component code updated from g04035 to g02008 and g07001. The investigation for the device freeze and shutdown problem has been completed. The cause of the reported shutdown of ic11699 was a software subprocess failure. The cause of the software subprocess failure could not be determined as the subprocess failure could not be reproduced. The cause of the reported frozen screen and inability to reboot after the shutdown was not determined due to an inability to reproduce.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During therapy, the screen froze and than shut down with incomplete restart (hanging in bios). There was a successful quick automated impella controller change. The pump runs well on the new aic. No further information is possible.